Event description:
The patient had a guardian implanted on (B)(6) 2022 and due to a pocket infection, had the guardian explanted 0n (B)(6) 2022. We were not notified of the explant until (B)(6) 2023. This MDR is being filed retroactively as a result of an observation generated at an FDA inspection performed 19-feb-2025 through 11-mar-2025.